Event description:
Customer reported experiencing high blood glucose readings of 479 mg/dl despite a set change. Customer stated that she primed and filled the cannula without having the infusion set or reservoir connected to the insulin pump. Customer mentioned that the insulin pump does not allow the customer to give anymore insulin due to the insulin pump detecting active insulin that was not present. Customer stated that the high blood glucose reading was related to the no delivery alarms they have been receiving. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.